Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. A contrast picture was taken to confirm the was was positioned in the anterior lobe. The activated clotting time (act) was 257 seconds. During discussion of the release criteria, changes were noted with hemodynamics; there was a drop in blood pressure. It was confirmed there was no perforation. Transesophageal echocardiography (tee) was performed and a trace of effusion was noted but was not visible pre-tee. The closure device was proximal and was removed. Lr and epinephrine were administered to assist the drop of blood pressure. The patient maintained adequate bp with medication and a second 27mm closure device was inserted. The release criteria was met and the closure device was released. During this time, tee presented no changes to the effusion but patient maintained unstable hemodynamics with pressor onboard. A pericardiocentesis kit was opened and the implanter achieved pericardial access with drain placed. Protamine was given and 600ml of blood was aspirated from pericardium with the return of 300ml via venous sheath. Hemodynamics became stable post pericardiocentesis with pressor weened off. The patient was transferred to the intensive care unit (ICU) for observation and 250 ml was drained. The patient remained stable and was discharged home (B)(6) 2020.